Manufacturer narrative:
Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system with the hospital biomed and confirmed the reported issue. Service will be performed by hospital employee or contractor.

Event description:
The hospital reported a system malfunction error preventing mechanical ventilation. There was no report of patient involvement.